Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis. However, failure analysis is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the system faulted. The caller performed a hard reboot and reseated the blue fiber cables, but the faults remained. There was a system message advising to disable the left master tool manipulator (mtm) on surgeon side console (ssc) 2. The system logs showed errors 23008 and 23013 occurred against the suspected mtm. Caller stated they have a case to follow but only need one console. The intuitive tech support engineer (tse) recommended shutting the system down and disconnecting the blue fiber cable from the ssc. The caller powered down the system and completed the procedure using one ssc. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate but confirmed the reported complaint error on arm 2. In logs, error 23008 was found indicating a pot to encoder error pointing to the yaw, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the error 23008 was triggered indicating a pot to encoder error on the yaw, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where the sensor test and sine cycle test failed with error 23008 indicating pot to encoder pointing to the yaw. Once testing was completed, the yaw searchlight was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight printed circuit assembly (pca) was found to be the root cause for the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis. The reported failure was confirmed and replicated. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 7 replicating the reported event. The mtm2 was then installed onto a surgeon functional test platform (sftp) where power up was found to be failing on the axis 7. Once testing was completed, the axis 7 motor was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis concluded that the axis 7 motor was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.